Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported they went to the hospital to get a blood glucose result. Their meter allegedly would power off during use. The result on the hospital meter was 275 (no units). The time difference between pt's meter and hospital was unknown. Pt was not treated. No further info has been reported.